Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), comprehensive remediation plan for diabetes. The information related to event has been updated in summary and provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was picked up by an ambulance to be transported to the hospital. The customer reported that the insulin pump had alarmed low battery last week. Customer reported that the insulin pump alarmed with a failed battery message when the customer tried inserting five different batteries.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged failed battery alert/battery failed alarm, visit to emergency room, ems dispatched and was hospitalized for high bgs found on (B)(6) 2021. Also, on (B)(4) , svn#: (B)(4) - customer returned pump for an alleged battery cap cracked/damaged, blank display and failed battery alert/battery failed alarm found on sept 13, 2021 and on (B)(4) svn#: (B)(4) - customer returned pump for an alleged sensor anomaly found on (B)(6) 2020. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. The pump was monitored for several days and no blank display and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No alarms/alerts or failed battery alert/battery failed alarm recorded in the formatted history file for the event date. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. Blank display and failed battery alert/battery failed alarm not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Sensor anomaly not confirmed. However, during visual inspection, corrosion was found on the battery tube assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 665 mg/dl treated with intravenous insulin infusion drip. Customer had symptoms related to high blood glucose event was feeling sick, unwell, headache, tired, increased thirst, difficulty in breathing, back and chest pains. Customer was tested positive for covid-19 with pneumonia. Customer stated insulin pump was not taking new batteries and blood glucose went up to 500 mg/dl. Auto mode feature information was unknown. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 155 mg/dl. The insulin pump will not be returned for analysis.